Manufacturer narrative:
(B)(6). Event date: unknown. Additional product codes: mnh, mni, kwq, kwp. This report is for one unknown 6.0mm ti cannulated matrix polyaxial screw/unknown lot. Screw information was narrowed down to a pre-assembled matrix cannulated screw part number either 04.606.640 or 04.606.645. Device has not been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tulip popped off of the matrix screw. On (B)(6) 2014, the surgeon performed a minimally invasive transforaminal lumbar interbody fusion (tlif) from a mini open incision on the left posterior side. The levels involved were l4-l5. The surgeon implanted a vertebral spacer tr, 10x30x10mm and used four 6.0mm titanium cannulated matrix polyaxial screws, four titanium matrix locking caps, and two 5.5mm titanium curved rods 35mm. During the one month post-op follow-up visit, the surgeon took x-rays, date unknown. The surgeon noticed the head of one screw came off and the spacer has migrated. The surgeon decided to leave the devices implanted and no revision surgery is scheduled. The patient status is listed as neurologically intact and there is currently no treatment scheduled. The surgeon will observe the patient for further / future needs. There was no reported complaint of pain, nor any other pathological issues reported. This report is for one unknown 6.0mm ti cannulated matrix polyaxial screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient is still in pain; every step she takes hurts. The patient had another unknown shot in her leg on (B)(6) 2015. This is report 1 of 13 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient went for a post-operative visit. The patient did not have leg pain at that time. X-rays taken during the post-operative visit showed a disconnection between the two head and the screw, a pedical screw was fractured and the cage had backed out. At that point, the surgeon decided to monitor the patient and not proceed with a revision procedure. On (B)(6) 2014, the patient went for another post-operative visit. She had started to experience lower back pain and right hip pain with occasional tingling in the right leg. At this point the surgeon decided to proceed with a revision procedure on (B)(6), 2014. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per additional information received this case was a revision surgery. It was also reported that the spacer had continued to migrate so the surgeon decided to perform revision surgery. A revision surgery was performed (B)(6) 2014. To access the spacer, the rod and an additional locking cap were removed and discarded, however there is no allegation of defect for these parts. The broken screw and spacer were removed and are available for return and evaluation. The surgeon revised with one new screw, two new locking caps, one new rod and one new spacer. There was no delay in surgery and it was reported that the patient recovering with no additional harm.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the parts were returned with the body of the screw detached from the polyaxial head. Mechanical testing has verified the design of the lock between the polyaxial head and the screw. The manufacturing evaluation found the nonconformities/damage of the returned parts not related to the manufacturing process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing investigation reported the as received condition: the matrix screw and components exhibit post production/acceptance damage that includes: body/collet assembly is no longer attached to the screw. The body/collet assembly is locked to a rod with a locking cap. The locking cap has damage to the sd25 face. The bottom of the body/collet assembly has damage (anodize finish is polished off) similar to screw rubbing. The screw has the m6.5x0.75-6h thread polished off the top of the spherical outer diameter. There is no visual damage or galling to the spherical inner diameter of the collet that would indicate that the screw came loose from the collet after being locked. There is minimal visual damage to the outer bead blasted area of the screw except where bead blast area presumably rubbed against the body/collet. All described nonconformities/damage are not related to the manufacturing process. Complaint is confirmed to the fact that the body/collet in no longer attached to the screw, but unconfirmed from a manufacturing perspective. The spherical internal diameter on collet (product is in manufactured split condition) and the spherical outer diameter on screw (per note 1, es0531, dimension applies after anodize but prior to bead blast) cannot be measured do to noted design constraints. The collet raw material cannot be measured because product is assembled. "Does not fit" for complaint category is incorrect, because product was shipped as a complete assembly, also, had it been identified during surgery that the body/collet had become disassembled from the screw, product could have been re-assembled, product is designed to disassemble and be re-assembled per technique guide. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient is currently experiencing leg and circulation problems. It was reported that she will have an unknown shot on (B)(6) 2015 to treat this.

Manufacturer narrative:
A product development evaluation was completed: the body of the screw was returned detached from the polyaxial head. The locking cap and curved rod were still assembled to the head. The threads above the stardrive recess on the spherical screw head were damaged. One matrix preassembled cannulated polyaxial screw (part 04.606.640, lot 7503729), one matrix locking cap (part 04.632.000, lot 7097015) and one curved rod (part 04.636.035, lot unknown) were returned for the polyaxial head of the matrix screw popping off post-operatively. Per the technique guide, the preassembled cannulated screw is used with the matrix minimally invasive instrument system designed to spare muscle and minimize tissue disruption. The technique guide includes caution notes stating that the polyaxial heads need to remain free and mobile after insertion. The parts were returned with the body of the screw detached from the polyaxial head. The locking cap and curved rod were still assembled to the head. The threads above the stardrive recess on the spherical screw head were damaged. Product drawings were reviewed during the investigation. The implants are designed so that when the rod and locking cap are final tightened and locked to the polyaxial head, the screw and polyaxial head also become locked together. This design has been verified through mechanical testing which confirmed the mean pop off load under pull out testing to be greater than 6149.4n and the mean pop off load under cantilever bend testing to be greater than 755.91n. The acceptance criteria for these tests were based off the pangea pedicle screw system, which is a valid predicate device with the same indications. It is possible that the polyaxial head was not fully seated on the screw head when the rod and locking cap were assembled. This would cause the polyaxial head to not fully lock to the screw and possibly cause post-operative head pop off. Excessive impact loading due to a patient slip or fall could also cause the complaint condition. Details of patient activity and position/mobility of the polyaxial head during locking are not known and so the root cause is indeterminate. Mechanical testing has verified the design of the lock between the polyaxial head and the screw. Details of patient activity and position/mobility of the polyaxial head during locking are not known and so the root cause is indeterminate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and during the manufacture of the product no complaint related issues were found. Manufacturing site changed from unknown to (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.